Event description:
Customer obtained an erroneously high troponin (accu tni) result for one patient. The initial result of 0.497ng/ml was reported out of the lab as 0.5ng/ml. The sample was re-tested as an automated reflex test and a result of 0.090ng/ml was obtained. The specimen was re-tested once more and an amended result of 0.035ng/ml was reported. The specimen was tested on a different instrument and a result of 0.031ng/ml was generated. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer collects accu tni samples in 13x100mm greiner lithium heparin plasma tubes. Specimens are centrifuged at 3,000 g for 10 minutes. The sample was clear and full draw. Qc was within the customer's established ranges prior to and on the day of the event. A field service engineer (fse) was not dispatched for this event. A definitive root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.